Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes a post dialysis catheter placement, the catheter was allegedly leaking. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly leaking. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: one 19cm glidepath d/l catheter with a loaded catheter stylet was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The catheter was patent to both infusion and aspiration. No leaks were observed throughout the catheter when infusing each luer. Therefore, the investigation is inconclusive for the reported fluid leak issue as there were no difficulty identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.